Manufacturer narrative:
Product complaint (B)(4). Batch # r58f18. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak treated? Were there any staple formation issues identified throughout the care of the patient? Please describe staple form. What is the current status of the patient? Response: I don¿t have any further information other than what I reported. I forwarded questions to dr. However have not heard back from her.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak treated? Were there any staple formation issues identified throughout the care of the patient? Please describe staple form. What is the current status of the patient?

Event description:
It was reported that post op of a laparoscopic sigmoid resection procedure that patient developed a colon leak. Unknown as to how many days post op the leak was discovered. Unknown as to how the leak was repaired. Patient condition is currently stable.